Manufacturer narrative:
(B)(4). Concomitant medical products: 180503,  comp locking screw 4.75x30mm, 402230;  115313,  comp rvsr shldr glnsp +3 36mm, 302660; 405889,  comp rvs 2.7mm dia drl, 025460  180501,  comp locking screw 4.75x20mm, 905410;  113634,  comp primary stem 14mm mini, 145080;  405800,  comp. Rev shldr 9 in steinmann, 008210;  180510,  comp non-lckng screw 4.75x30mm, 448060; 115330,  comp rvrs shdr glen bsplt +ha, 524640;  180507, comp non-lckng screw 4.75x15mm, 319810;  xl-115364, arcom xl 44-36 std +3 hmrl brg, 990150; 118001,  versa-dial/comp ti std taper, 249490.  The complaint cannot be confirmed since medical records or x-rays were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause is determined to be a previously addressed design deficiency. These devices have been removed from the field per (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left reverse total shoulder arthroplasty revision procedure approximately two (2) years post-implantation due to humeral tray fracture. No additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay the additional information received. (B)(4). The complaint is confirmed based on the surgical operative notes that was provided. There is no change in the investigation results that were previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.